Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The device had a cracked reservoir tube lip.

Event description:
Customer reported visiting the emergency room on (B)(6) 2014 for high blood glucose. Her blood glucose was 380 mg/dl when admitted. Leading up to the event, customer stated she has been having issues with high blood glucose and battery alerts, including failed battery test, weak battery, and of no power. The battery alerts are not preceded by a low battery alert. Customer was wearing the device when hospitalized. He was released, but the hospital staff said there is an insulin pump issue. Customer uses energizer batteries. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer's current blood glucose is 129 mg/dl. Nothing further reported.